Event description:
It was reported that the pt returned to the hosp prior to the scheduled follow-up exam with an "itchy groin". Upon examination, the physician could see something metallic on the skin's surface and concluded the starclose clip migrated. No pt injury or adverse effects were reported. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).